Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. When the 3x28mm xience prime stent delivery system (sds) was being loaded onto the guide wire (gw), the stent became dislodged outside the patient. Another xience prime sds was used to continue the procedure. There was not adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial report being filed, it was reported that the shaft of the xience prime sds separated while removing the sds from the guide wire. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft separation and stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.